Event description:
Related manufacturer report number: 2017865-2022-13455 . It was reported that the patient was asymptomatic. It was noted that noise, oversensing was observed on the atrial lead during interrogations in clinic. It was also noted that no capture thresholds could be obtained on the left ventricular (lv) lead due to the lv lead sensing atrial flutter waves in the atrium at the time of interrogation. Dislodgement of the lv lead was confirmed. The ra and lv lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement and capturing issue. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. The reported event of capturing issue was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.